Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, battery cap contact missing/damaged, battery cap cracked/damaged, damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing, occluded. The customer reported blood glucose value of 1700 mg/dl. The customer reported hyperglycemia, coma,, diabetic ketoacidosis, malaise treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: insulin flow blocked alarm. Document treatment for high bg: IV drip antibiotics. The event involved product(s) mmt-1780kpk, mmt-397, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. Customer reported insulin flow blocked alarm. Customer reported high blood glucose. Customer declined to continue with troubleshooting. Customer reported battery cap damaged. Damage is on metal contacts. Customer reported physical damage to the retainer ring on the pump. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-397. No product return is required for mmt-332a. Mmt-397, mmt-332a, unk_sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unable to verify battery cap damage due to pump received without the original battery cap. Pump received with missing retainer ring. Unable to perform displacement test, occlusion test and dat or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump received with missing serial number label, missing reservoir tube o-ring, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, broken battery tube threads and cracked case behind the pump at the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on (B)(6) 2024 from 00:03:00.000 until 21:48:40.000 during bolus and basal deliveries. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. No ¿no delivery alarm¿ during testing. However, pump error 63 alarm during the self test and in the pump history on (B)(6) 2024 at 09:47:24.000 (variable=03) (file number=37, line number=367). Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted, however, on the u1 keypad traces and found broken trace at u1 pin 6. The force sensor offset measured within spec range during testing (22.2 mv). Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Missing retainer ring confirmed. Reservoir unable to lock into place confirmed due to missing retainer ring. Pump error 63 alarm during the self test and in the pump history due to broken trace at u1 pin 6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.